Manufacturer narrative:
Note: this report was initially submitted erroneously under report number 1219912-2022-00215. A customer from outside the united states reported observation of a discordant, elevated atellica im high-sensitivity troponin I (tnih) results for one patient. Repeat testing using the same method produced consistently lower results, which were accepted as correct. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed a falsely-elevated patient result when using atellica im high-sensitivity troponin I (tnih), lot 072. An initial elevated result (above normal range for the assay) was obtained, which was reported to the physician and questioned. The patient underwent electrocardiogram with no consequences. A new sample was drawn and tested twice on a second atellica im analyzer irm009342007, producing results of <2.5 ng/l (below assay measuring interval). Following these divergent results, the customer re-tested the original sample on both instruments, and obtained results of <2.5 ng/l for both tests. The result of <2.5 ng/l was accepted as the correct result. There are no allegations of any adverse health consequences due to the discordant atellica im tnih result.

Manufacturer narrative:
MDR 1219913-2022-00221 was initially filed on 2022-07-15. Additional information, 2022-07-28: siemens has concluded the investigation. A customer from outside the united states reported observation of an initial elevated atellica im tnih result, which was reported and questioned. Repeat testing of the original sample and a new sample using both the same instrument and another atellica im analyzer produced results below the assay measuring interval. Quality control (qc) results were within range at the time of the observation, indicating a likely sample-specific cause for the elevation. Siemens' review of system files did not identify any events related to the sample or reagent pack. It was noted that the same primary reagent pack was used to produce both the initial and repeat test results, and that other results from this pack were apparently unaffected. No issues were identified in the sample and reagent aspiration and dispense histories. Based on the available information, the specific root cause for the initial elevated result cannot be determined. No product problem was identified. The customer is operational, and no further action is required. Notes: the codes for investigation findings and investigation conclusion have been updated.